Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One full osseotite® implant 3.75 x 10mm (fos310) was returned for investigation. Visual inspection of the as returned product identified signs of use and dried blood. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. The reported device was measured and was verified to match print specifications. The reported device was implanted for approximately 6.5 months. The customer did not provide pictures or x-ray images. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported peri-implantitis. The product was returned and the reported complaint could not be verified as the device did not malfunction, pictures or x-rays were not provided and medical events are non-verifiable events. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report . D4: expiration date, UDI . G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes . H10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the patient had peri implantitis. The implant was removed.